Event description:
It was reported that after the procedure, the cord between the battery pack and the handpiece was cut. The battery pack heated up and the batteries leaked. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The instructions for use supplied with each of these devices has a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks which may cause personal injury and/or fire." The sales rep has visited the account and re-trained on the safe removal of the batteries.